Event description:
During deployment of biliary wall stent, stent began to unravel, stiffner broke. Stent was removed and a second stent inserted. Difficulty deploying the second stent however, eventually inserted. Procedure was prolonged due to stent deployment issues.